Manufacturer narrative:
The reported events of fracture and high pacing impedance were not confirmed. A partial lead with the distal end measuring 35.7cm/34.6cm (outer and inner coils/outer insulation) was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right atrial lead exhibited high pacing impedance. Lead fracture was suspected but not confirmed. The lead was removed and replaced. The patient was stable.